Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), post implant of a 23mm sapien 3 ultra valve in the aortic position (exact timeframe unknown), the valve was reported to have stenosis and regurgitation. A valve in valve procedure was performed implanting a 20mm sapien 3 ultra resilia with 2ccs extra added to the delivery system nominal volume. The procedure was successful and the patient is stable.